Event description:
Customer alleged blood glucose results of 173 mg/dl and 60 mg/dl when testing was performed back-to-back on the advantage system. Customer reported having no symptoms. Customer took 3 units of nph insulin based on the 173 mg/dl result; this insulin was beyond the amount prescribed by the customer's physician. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.